Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: on examination, there was no evidence of moisture behind the display lens. Leak testing confirmed a leak due to a crack at the top right corner between the display lens and the pump seal. The pump was opened for investigation and revealed moisture on the force sensor plate. The battery compartment was cracked from the case seal to the bumper. There was no confirmed leak at the crack in the battery compartment. Investigation confirmed the complaint. Unrelated to the complaint, the display was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.